Event description:
The customer reported there was a burn smell and smoke from the analyzer. The customer was instructed to turn off the system and remove the power cable. There was no death, injury, illness or adverse effect. After checking all the modules and boards, a short circuit in the board of the main power supply was found. The field service representative replaced the main power supply, connected all the cable and boards and started the system. He checked all the modules and all function and tests were okay. It was confirmed the instrument was running within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Picture of the device provided for investigation showed a "discolored planar winding" which indicates signs of overheating. Therefore, overheating caused by a weak electronic component was assumed to be the root cause.

Manufacturer narrative:
This event occurred in (B)(6).